Event description:
The customer reported via phone call indicating that there is keypad anomaly on the insulin pump. Customer stated that her keypad weren't working and put in a new a battery and still not working. Customer's blood glucose level was 187 mg/dl. Customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due flattened and creased down arrow dome switch. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit or failed battery test alarms noted. The insulin pump has cracked case at display window corners, battery tube thread and with minor scratched display window.